Event description:
A customer contacted beckman coulter inc., (bec) and reported that they were running a startup on the coulter lh 780 hematology analyzer and observed some fluid under flow-cell and dried precipitate around the differential mixing chamber. The operator discontinued operation of the instrument. The leak was not contained within the unit. The volume of the leak could not be determined; however, it was a decent amount of fluid that made its way to the bench the instrument sits upon. The fluid appeared to be diluent and clenz with a reddish tint. The operator was wearing appropriate personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no exposure to mucous membranes or open wounds. The operator did not seek medical attention. The customer did not review the material safety data sheet (msds). There is an exposure control/risk management plan in place at the facility. No erroneous results were generated in connection with this event. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) found tubing in valve (vl52) leaked blood and diluent mix into the bottom of the unit and onto the counter. All differentials voted out and no incorrect results were reported. The fse replaced leaking tubing in vl52. Service activity was verified and results meet published specifications. Per fse, there was a hole worn through tubing by vl52 which is the root cause of this event. (B)(4).